Event description:
Procedure: urological/gynecological. Allegedly, the pt has experienced pain, urinary problems, infection and related symptoms, ongoing medical care, including hospitalization, including add'l surgery on (B)(6) 2011 to remove the products.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00088 (uretexto2). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior".